Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2020-00038.

Manufacturer narrative:
(B)(4) upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2020-00038.

Event description:
It was reported patient was revised approximately 5 years post-implantation due to pain, elevated metal ions, and soft tissue reaction as noted on imaging. During the revision, metallosis was noted around the head-neck interface. All components but the stem were revised without complication. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D11: ref 00-6200-048-22 lot 62176409 shell. Ref 00-6250-065-25 lot 62227303 screw. Ref 00-6310-048-32 lot 62202324 liner. Ref 00-7713-007-00 lot 62207765 m/l stem. Ref 00-7848-013-00 lot 62163622 taper adapter. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown m/l taper femoral stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019- 03408. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported hat patient underwent a hip revision approximately 5 years post-implantation due to unknown reasons. The head and stem components were removed and replaced. No additional information is available at this time.